Event description:
It was reported the pt's scs ipg was replaced because it depleted due to the pt not recharging her ipg. Effective stimulation therapy was regained postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.